Event description:
After implanting in 1998 x-ray was normal, rotation of metal back of tibia is correct. December 2003 broken meniscal bearing was seen on x-ray. Revision surgery in 2004, no deep scraper in tibia and femur, insert changed, little metailised.